Manufacturer narrative:
The investigation into the clot formation in the pump has been completed. No product was returned. Images received from the field confirmed the presence of considerable masses of biomaterial ingested into the inflow cage and the outflow cage. Data logs showed that all relevant pump performance metrics were within specification throughout support, with no relevant alarms occurring. It was noted that the pump flow waveform became more diastolic as weaning began about 48 hours prior to explant; however, no pump performance metrics were affected at this time. No heparin was used in the purge solution. After reviewing the clinical information, it was determined that the cause of the thrombus ingestion was most likely patient condition related. The instructions for use provides suggestions for prevention of thrombus entering the catheter as it states ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65 year old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that an extensive clot was found both in the inflow and outflow cages after explant. There were no alarms or patient issues during use.